Event description:
Note: date of event is unk. In early 2009, a boston scientific corp employee became aware of a clinical study article, "the efficacy and safety of duodenal stenting: a prospective multicenter study" published in endoscopy 2007; 39:784-787. The following info was derived from this article: a wallstent enteral endoprosthesis stent was used for a gastroduodenal stenting procedure (pt age, gender, and weight unk). According to the article, the pt developed delayed stent dysfunction, because of obstruction of the lumen, by tumor ingrowth. There is no further info from the article regarding the status of the pt.

Manufacturer narrative:
The device is not available. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined.